Event description:
It was reported that the patient has ineffective stimulation in the right leg due to impedances on the lead reprogramming was unable to resolve the issue. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.